Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "user used the veritor plus analyzer to interprete the covid-19 antigen result, and found the result was "positive", but they can only see the test line on the test device.(the positive and negative control were both pass, and have insert the verification cartridge) then they re-collected the sample from the patient, re-tested with another manufacturer, the final result is "negative".".

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082 ), batch number 1126644. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported issue was unable to be confirmed. The returned photograph was evaluated. Although no line other than the control line could be seen, the IFU (instruction for use) state, "the bd veritor¿ plus analyzer (provided separately) must be used for interpretation of all test results. Operators should not attempt to interpret assay results directly from the test strip contained within the bd veritor¿ assay device." However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "user used the veritor plus analyzer to interprete the covid-19 antigen result, and found the result was "positive", but they can only see the test line on the test device.(the positive and negative control were both pass, and have insert the verification cartridge). Then they re-collected the sample from the patient, re-tested with another manufacturer, the final result is "negative"."